Event description:
It is reported that the locking screw on the tibia keel was not tightened, which caused the stem extension to loosen during impaction.

Manufacturer narrative:
This report will be amended when our investigation is complete.